Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the wire came out and was exposed 2-3 weeks ago. Caller said the wire didn't come undone from the patient and it just came through the incision and it didn't heal properly. The caller was not with the patient. Patient reported ins was being removed. Additional information was received from a healthcare professional (hcp). When asked the steps taken to resolve the wire came out and exposed, the hcp reported that the patient would have it removed. The device removal or replacement was planned and the surgery was scheduled on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 978b128, lot# va32l5k, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.